Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported as of (B)(6) 2011, the pt had a seroma at her scs ipg pocket site. Subsequently, the pt received antibiotics which resolved the issue.